Event description:
The pt underwent a sigmoidectomy around 20 cm, anastomized with the car 27 device. The pt went home but begun to suffer from mild peritonitis. On day 18, a leak was detected and the pt was reoperated.

Manufacturer narrative:
The physician considered the event as "non-reportable" as it is a common complication of the procedure. The company rep was informed regarding the occurrence of the event during a convention and afterwards by e-mail. The importance of duly reporting and reporting procedures were emphasized to the distributors.